Manufacturer narrative:
The lead remains implanted in the patient, however is no longer programmed to provide left ventricular therapy. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this left ventricular lead had moved position. The physician elected to not surgically intervene, but to program the device to not pace in the left ventricle. There were no adverse patient effects reported.